Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels, vomiting, and diabetic ketoacidosis. Customer did not provide a bg value. Customer stated they were unsure of the cause of elevated bg levels, but may possibly be due to an infection. Customer was treated with an insulin drip and albuterol. Reportedly, the customer was released from the hospital 3 days later on (B)(6) 2017, and bg levels were in the 400 mg/dl range upon leaving the hospital.